Manufacturer narrative:
Addendum to the previous report. This supplemental emdr is being sent to correct the date of implant for the ventralex device implanted in (B)(6) 2008. This was originally reported as being device #2, however this file represents device #1. A manufacturing review was performed which found that the device provided was manufactured to specification. With the current information available no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. A second file was created to address the ventralex implanted in (B)(6) 2010 (device #2).

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, the patient underwent an additional surgery to repair a recurrent hernia. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Based on the information provided, it is unclear if the explant procedure performed in (B)(6) 2014 was an explant of only one ventralex mesh or if both mesh devices were explanted during this procedure. Based on the limited information available at this time as well as not having any samples returned for evaluation, an assessment can not be made into the allegation of mesh migration. If additional event and/or evaluation information is obtained, this report will be updated. This file represents the ventralex (device #2) implanted in (B)(6) 2010, a second emdr was submitted for the first ventralex (device #1) implanted in (B)(6) 2008. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2008 - the patient underwent surgery for repair of a ventral hernia, a ventralex patch (device #1) was implanted to repair the hernia defect. On (B)(6) 2010 - the patient underwent an additional surgery to repair a recurrent hernia, a ventralex hernia patch (device #2) was implanted to repair the hernia defect. On (B)(6) 2014 - the patient underwent another surgery to repair the hernia defect and remove the old mesh because it became dislodged causing a recurrent hernia. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2008 - the patient underwent surgery for repair of a ventral hernia, a ventralex patch (device #1) was implanted to repair the hernia defect. (B)(6) 2010 - the patient underwent an additional surgery to repair a recurrent hernia, a ventralex hernia patch (device #2) was implanted to repair the hernia defect. (B)(6) 2014 - the patient underwent another surgery to repair the hernia defect and remove the old mesh because it became dislodged causing a recurrent hernia. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with ventral hernia, right inguinal lymphadenopathy thereby underwent open repair with the implant of ventralex mesh (device #1). Per operative notes, ¿the defect was found near the umbilicus. The sac, preperitoneal fat and omentum were reduced. A ventralex mesh (device #1) was then placed in the preperitoneal space and drawn up to the under surface of the fascia. The mesh was affixed to the overlying fascia with suture.¿ (B)(6) 2009 - patient was diagnosed with incisional hernia thereby underwent open repair. Per operative notes, ¿the sac was excised and the repair was then buttressed with a biologic mesh that was affixed to the underlying fascia and sutured.¿ (B)(6) 2010 - patient was diagnosed with recurrent incarcerated ventral hernia thereby underwent open repair with the implant of ventralex mesh (device #2). Per operative notes, ¿the sac was excised and a ventralex mesh (device #2) was placed in the abdominal cavity and drawing it up to the under surface of the parietal peritoneum. The mesh extended well beyond the defect in all directions and the overlying fascia was then affixed to the underlying mesh with suture.¿ (there is no mention/visualization of mesh (device #1) in operative notes). (B)(6) 2014 - patient was diagnosed with recurrent incisional hernia, pain thereby underwent open repair with the removal of all the old meshes (device #1 #2). Per operative notes, ¿ mesh had clearly dislodged and a recurrent hernia had been present. The mesh was separated from the edges of the fascia. Entered into the peritoneal cavity and adhesiolysis was performed. The sac and mesh were completely excised (device #1 #2). A large biological mesh was then placed with suture.¿ attorney alleges that the patient had adhesions, mesh migration, pain, hernia recurrence. It was also alleged that the patient had multiple revision surgeries and swelling at surgical site.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, the patient underwent an additional surgery to repair a recurrent hernia. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Based on the information provided, it is unclear if the explant procedure performed in (B)(6) 2014 was an explant of only one ventralex mesh or if both mesh devices were explanted during this procedure. Based on the limited information available at this time as well as not having any samples returned for evaluation, an assessment can not be made into the allegation of mesh migration. If additional event and/or evaluation information is obtained, this report will be updated. This file represents the ventralex (device #2) implanted in (B)(6) 2010, a second emdr was submitted for the first ventralex (device #1) implanted in (B)(6) 2008. Addendum #1: addendum to the previous report. This supplemental emdr is being sent to correct the date of implant for the ventralex device implanted in (B)(6) 2008. This was originally reported as being device #2, however this file represents device #1. A manufacturing review was performed which found that the device provided was manufactured to specification. With the current information available no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. A second file was created to address the ventralex implanted in (B)(6) 2010 (device #2). Addendum #2: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about few years post implant of ventralex mesh, patient had hernia recurrence, adhesions and pain thereby underwent repair with mesh removal. The instruction for use (IFU) supplied with the device lists adhesions, pain as possible complications. Per op notes, "it was noted that the mesh had clearly dislodged." This supplemental emdr represents ventralex mesh (device #1). An additional supplemental emdr was submitted to represent ventralex mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.